Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship. Report source literature description. Journal: the 27th japan society of gynecological and obstetrical infection program. Author: a wakasatani, et al. Title: one case of post radical hysterectomy intractable ileus whose one of the causalities was considered as chlamydial infection. Year: 2009 pages 43-43.

Event description:
Recurrent ileus [ileus]. (B)(6). Pelvic adhesions [pelvic adhesions]. Case description: literature-spont report received on (B)(6)-2009 from a physician regarding a (B)(6) female pt, initials not provided, who received an unk number of sheets of seprafilm on an unspecified date. This report was received from a literature search and the literature article is entitled "one case of post radical hysterectomy intractable ileus whose one of the causalities was considered as (B)(6) infection." The pt had a history of one pregnancy, but with no delivery. The literature report reported that (B)(6) infection sometimes induces adhesion intrapelvic and intra abdomen. The report presented a case of post radical hysterectomy intractable ileus where (B)(6) infection was considered a causality. The pt presented in the report, had a radical hysterectomy and pelvic lymph node dissection on an unspecified date in (B)(6) 2008 for the diagnosis of cancer of cervix uteri (stage lb1). Both of the pt's fallopian tubes developed mild fibrous adhesion with ovary and posterior wall of the uterine corpus, however there was no extensive adhesion. The pt's surgery was completed without any trouble. The retroperitoneum was not sutured and seprafilm was placed at the pelvic floor. On postoperative day 5, the pt developed abdominal pain and vomiting. An abdominal x-ray revealed significant intestinal air-fluid and niveau, which resulted in the diagnosis of postoperative ileus. She had conservative treatments with no oral intake and infusion. On postoperative day 7, the pt's symptoms improved. She restarted oral intake, however on postoperative day ten ileus recurred. The symptom improved with ileus tube insertion, however ileus recurred for the third time on postoperative day 23. On postoperative day 30, ileus release was conducted under laparoscope. The report stated the pt's small intestine formed in a pt and caused intrapelvic impaction, which adhered to the pelvic floor tightly. (B)(6) was observed. After the adhesion area of the intestine was detached, the intestinum ileum was resected by 30 cm. After that point, the pt's clinical course was reported to have gone well. No recurrent ileus appeared after the three month postoperative date passed. Histopathological findings of uterine and lymph nodes revealed non-keratinizing squamous cell carcinoma which localized at the cervix with one metastasis at the left external iliac lymph node. The surface layer of cervical glands of the uterus showed abrasion of glands tissue, which was replaced repair cells. Under it, there was significant infiltration of inflammatory cells and those findings did not contradict (B)(6). The serum (B)(6) antibody was iga(+) and igg(+). The conclusion of the literature article stated that (B)(6) complex infection should be suspected at laparotomy for young women, especially for cancer of cervix uteri induced by (B)(6). (B)(6) test should be practiced preoperatively, and it should be treated before operation if positive, which contributes to prophylaxis of ileus. The physician indicated that there was an unk relationship to seprafilm. At the time of this report, the pt was recovered without sequelae.